Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, narrow, de novo, 95-99% stenosis lesion in the femoral artery. Without pre-dilatation, the absolute pro 7.0 x 80 mm was implanted into a 5 mm, proximal femoral artery lesion. There was no post-dilatation performed. After that, a second absolute pro (unknown size) was to be deployed distally. To achieve this, the first implanted absolute pro (the complaint device) had to be crossed and although some resistance was felt, the second absolute pro was continued to be advanced. Because of this, the first implanted absolute pro was crushed [potential stent fracture] by the second absolute pro. Post-dilatation was performed and the procedure was completed. The patient is doing well. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction- type of reportable event changed from malfunction to serious injury. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It should be noted that the absolute pro instructions for use states: lesion / stricture and vessels / bile ducts should be pre-dilated using standard percutaneous transluminal angioplasty (pta) technique. Pre-dilatation balloon diameter should closely match the lumen diameter proximal and distal to the lesion or stricture to be treated. Withdraw the balloon dilatation catheter while leaving the guide wire in place. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.